Manufacturer narrative:
No product samples, videos, or photographs were returned for investigation. A device history review could not be conducted because no lot number(s) was/were identified. A probable cause cannot be identified based on the information that has been provided.

Manufacturer narrative:
The device is expected to return for evaluation. It has not been received. Additional contact person from section f4 and f5 of ufmw ¿ (B)(6) ; phone number - (B)(6).

Event description:
A medsun mandatory medwatch report (uf/importer reporter(B)(4)) was received which stated the following: ¿patient thought the IV site felt wet, when nurse evaluated it, there was a small leak at the site of the spiros. The chemotherapy was prepared with a spiros by pharmacy. She disconnected the mediation between the spiros and the clave.¿ it was also reported that the original intended procedure was infusion and that the device failed (e.g broke, couldn¿t get it to work or stopped working), the event happened at the outpatient treatment facility and the approximate age of the device was 1 day. The event occurred on an unknown date in (B)(6) 2020.